Event description:
Patient was revised to address pain. Poly wear and osteolysis were reported, and the stem was loose and broken approx 2cm from the neck. (Left hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.